Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. This code is used to describe a stenosis of the ipsilateral leg placed at the left leg. The date of event will be used (B)(6) 2021- the date when the patient developed a left leg pain, and the CT angiography imaging revealed a stenosis of the ipsilateral leg placed at the left leg.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The procedure was completed without any issue. No issue was observed on the post-operative angiography, and the patient was discharged. On april 5, 2021, the patient developed a left leg pain, and the CT angiography imaging revealed a stenosis of the ipsilateral leg placed at the left leg. On (B)(6) 2021, a reintervention was performed. A percutaneous transluminal angioplasty balloon was used, and a bare metal stent was placed. The patient tolerated the procedure. The physician reported that the cause of stenosis is unknown.